Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7258430.

Event description:
It was reported that following the trial procedure the patient was discomfort with the spinal cord stimulation (scs) system. The patient had an early lead pull. The leads were discarded by the medical facility.